Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient became unconscious on her bedroom floor. She was taken by ambulance to the hospital where she stayed for three days. She was wearing the cgm when she arrived at the hospital. The nurses checked fingerstick bgs. The bg was reading 392 mg/dl and the cgm was reading 40 mg/dl. It was not confirmed whether these values were taken upon arrival or later during the hospitalization. Her endocrinologist advised her to remove the cgm the day after admission. The patient cannot remember who called the ambulance because she was unconscious at the time. She also cannot provide any detail of the medication or other treatment provided in the hospital. At the time of contact, several days after she was discharged, she stated that she was exhausted and still not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.